Event description:
A hospital in (B)(6) reported that a bc180 infant nasal tubing was torn in half near the distal end, where it connects to the ventilator. This was observed shortly after fitting it on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) nasal tubing was visually inspected for damage. Results: the breathable film of the returned nasal tubing was torn at the breathing circuit connector end, confirming the reported fault. A lot check was not performed as no lot information had been provided. Conclusion: the tear in the tubing was rough suggesting that the damage may have occurred as a result of the tube being pulled away from the breathing circuit. The user instructions that accompany the (B)(4) infant nasal tubing provides the warning "use caution when positioning the infant interface. Sharp edges and/or abrasive surfaces may damage the product". A caution insert, which is included in the (B)(4) packaging, reminds the users to take extra care when handling the flexitrunk nasal tubing. We received two other complaints of this nature in the past 12 months to the end of (B)(4) 2011.

Manufacturer narrative:
(B)(4). The complaint bc180 infant nasal tubing is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported that a (B)(4) flexitrunk infant nasal tubing was torn in half near the distal end, where it connects to the ventilator circuit. This was observed shortly after fitting it on a patient. No patient consequence was reported.